Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.the device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of stenosis and angina are listed in the xience sierra everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the 2.0x18 mm xience sierra stent was implanted in the moderately calcified, mildly tortuous left anterior descending (lad) coronary artery on (B)(6) 2019. The patient presented with chest pain on (B)(6) 2019. An angiography was performed and in-stent restenosis was confirmed. A non-abbott stent was used to re-stent the area. There was no adverse patient sequela. No additional information was provided.